Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high results when compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, after 7pm, the patient alleged obtaining readings of "420, 401, 534, and 489mg/dl." The patient reported using self adjusting insulin (unknown type) to manage her diabetes. The patient reported on (B)(6) 2012 at 4pm she had her usual "insulin shot" and at 5pm a glipizide pill (unknown dose). The patient reported at an unknown time she developed symptoms of "dizzy, not able to hold her head up." The patient reported on (B)(6) 2012 at 7pm, emergency medical services (ems) was called and the patient was treated with "water with sugar injection" in her home, and was transported to the emergency room (ER) and received the same treatment again. The patient reported a blood glucose reading was measured, but did not recall the results, and she was referred to her doctor. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient's test strips were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claimed due to the alleged inaccurate high readings, she administered her medications as usual, developed symptoms and required assistance from healthcare professionals.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. Retains also passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.